Event description:
Flecks of blood were noted in the end of the iab and the iab was removed. As a result of the event, the pt lost pulses. On 10/3/97 it was rpt'd that prior to the end of iabp therapy, the alarm went off showing an "air leak". The tubing was checked and refilled without problems. The "air leak" alarm sounded three more times within 1 hr before therapy was discontinued. When teh iab was removed, a large elongated blood clot was noted in the balloon. Event complications: the pt lost pulses - rpt'd 3/4/97. Pt current status: expired 3/3/97 - rpt'd 10/3.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.